Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
The customer reported that the ac power module had failed. A philips rep spoke with customer who stated that they replaced the module which resolved the reported issue.